Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, there was difficulty passing the guidewire through the delivery catheter system (dcs) and aortic valve. As 1 hour had passed since loading, the system was withdrawn from the patient, and a new valve and dcs were opened and used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that the guidewire was a non-medtronic (safari) guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date: {n/a}, explant date: {n/a} product ID: unknown guidewire; lot #: unknown; ubd: unknown; implant date: non-implantable select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, there was difficulty passing the guidewire through the delivery catheter system (dcs) and aortic valve. As 1 hour had passed since loading, the system was withdrawn from the patient, and a new valve and dcs were opened and used to complete the procedure. No patient complications were reported as a result of this event.